Event description:
It was reported that the pt experienced an intermittent fever 2-3 to 5-6 times a day. This had been occurring for the previous three to four years. The pt's teeth had been "going bad" for the past five to six years. The pt experienced swelling and warmth over the ins site, beginning "a couple days ago." The pt's status was noted as "serious." It was further stated that the pt's ins only covered twenty-five percent of the pain, at the most. It was reported that although no changes were made by the pt to the recharging system, there was "a quarter to a half of a battery difference from week to week." No further details or pt outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).